Event description:
It was reported that the pump battery could not be charged. Customers blood glucose level was 250 mg/dl. The customer was able to successfully charge the pump using a different wall adapter.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.